Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 99 mg/dl and a sensor glucose level of 57 mg/dl. The customer stated that she had not noticed any bent cannulas on the sensors. The sensor was not replaced or returned for analysis.